Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of 415 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day. At the time of the report with tandem technical support there was no permanent damage and the customer declined follow up to obtain additional information. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.